Event description:
It was reported that occlusion alarms occurred. Reportedly the customer would add or remove insulin to the cartridge outside of the loading process. Tandem technical support educated the customer on the correct loading process per the tandem user guide. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.